Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/05/2024, a sales representative reported via (B)(4) that an ar-613-98 ibalance tka small impactor broke during use. All pieces were recovered, and another ar-613-98 ibalance tka small impactor was used to finish the case without further incident. This was discovered during total knee procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.